Event description:
It was reported that during the flap treatment a suction loss occurred during the raster pattern occurred. The customer continued with procedure and after completion noticed that there was no raster cut (on optical zone area) and because of this it was not possible to lift this flap. The customer was evaluating to convert the treatment in a prk (photorefractive keratectomy) on this eye in the following weeks. No further details were provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Lot#: unknown/ not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. Implant date: n/a. 590106an is not an implantable device. Explant date: n/a. 590106an is not an implantable device; therefore, not explanted. Initial reporter telephone number: (B)(6). The patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product lot number was not provided. (B)(4). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: this report is being submitted because further review of the available details revealed that customer details on the previous report were inadvertently incorrect. The customer account concerned is (B)(6). Section e1: establishment name: (B)(6). Section e1: address: line 1: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.